Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s buttons was not functioning. Customer blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump had motor error alarm. Customer stated that the drive support cap was normal. Customer was able to complete pump rewind. Customer stated that they not able to perform the displacement test due to button not functioning. The device will not be returned for analysis.